Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported elevated chromium and cobalt levels and hip pain may be consistent with findings associated with metal debris. Although the blood lab results indicate elevated cocr levels and the pathology report noted chronic inflammatory cell infiltrate; the root cause of the elevated ions and inflammation cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [239712 summary.pdf]

Event description:
Left hip revision surgery was performed due to elevated metal ion levels and loosening of the femoral component.